Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017, customer initially reported his adc meter wouldn't respond when he pressed the touch screen icon of his meter. On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he experienced symptoms described as "fatigue, headache, and confusion" and stated his friend transported him to a hospital where he was diagnosed with hyperglycemia and administered "5 or 7 units of insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. Meters touch screen responded normally. A sense diagnostic test was conducted and no issues were observed.

Event description:
On (B)(6) 2017, customer initially reported his adc meter wouldn't respond when he pressed the touch screen icon of his meter. On (B)(6) 2017, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he experienced symptoms described as "fatigue, headache, and confusion" and stated his friend transported him to a hospital where he was diagnosed with hyperglycemia and administered "5 or 7 units of insulin". There was no report of death or permanent injury associated with this event.